Event description:
Healthcare professional later reported "tremor, migraine, insomnia", which are not device related.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases and white calcification on the patch. Leak test and microscopic analysis was performed which identified: the unit does not leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is no openings were observed on the device or issues related with the complaint (deflation).

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and deflation.

Event description:
Healthcare professional reported "a right side deflation and a capsular contracture, baker grade IV of unknown side." The device has been explanted.